Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.

Event description:
It was reported that the surgeon re-operated on a female patient 18 months after a right peroneus brevis repair. Upon reoperation the surgeon noticed the device was broken in half in the middle. The surgeon said she was doing great over a year and a half another ankle sprain likely tearing the band at that time.

Event description:
It was reported that the surgeon re-operated on a female patient 18 months after a right peroneus brevis repair. Upon reoperation the surgeon noticed the device was broken in half in the middle. The surgeon said she was doing great over a year and a half another ankle sprain likely tearing the band at that time.

Manufacturer narrative:
Correction to d4(gtin). This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. The conclusion of the investigation states, "not reportable. Reoperation was not a result of band breaking. Surgeon realized band was broken once patient was opened for pre-planned surgery."